Manufacturer narrative:
H.6. Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for shield does not detach as intended and needle hub separates on lot # 9084957. Investigation summary: customer returned (2) 3/10cc, 6mm, 31g syringes in an open poly bag from lot # 9084957. Customer states that she was not able to open the needle cover, when she succeeded, the needle was detached from the body of the syringe getting stuck in the shield. Both returned syringes were returned with the hub-needle/shield assembly separated from the barrel. Manufacturing (holdrege) will be notified of this issue. A review of the device history record was completed for batch# 9084957. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation (B)(4). On 27 feb 2020, holdrege received photo complaint. A visual evaluation of photo found (2) syringe with no needle assemblies attached. There did not appear to be any damage to the tip of the barrels, or anywhere on the syringe. There did not appear to be any core pin damage. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA #: pr#: (B)(4). Rationale: tip-2019-37 was implemented on 10jul2019 for increased sampling for needle hub separates in 0.3ml. Capa1122103 has been opened to address this issue. H3 other text : see h.10

Event description:
It was reported that bd 0.3 ml insulin syringe with bd ultra-fine¿ needle hub separated during use. This occurred on 2 occasions. The following information was provided by the initial reporter: pharmacist informs that a patient (vc) acquired the syringe package and in 2 syringes of the lot she was not able to open the needle cover, when she succeeded, the needle was detached from the body of the syringe getting stuck in the shield.

Manufacturer narrative:
(B)(6). Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for shield does not detach as intended and needle hub separates on lot # 9084957. Investigation summary: customer returned a photo of a poly bag from lot # 9084957. No samples (including photos of the samples in question) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9084957. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos of the samples in question were returned complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos of the samples in question were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd 0.3 ml insulin syringe with bd ultra-fine¿ needle hub separated during use. This occurred on 2 occasions. The following information was provided by the initial reporter: pharmacist informs that a patient (vc) acquired the syringe package and in 2 syringes of the lot she was not able to open the needle cover, when she succeeded, the needle was detached from the body of the syringe getting stuck in the shield.